Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no battery was returned with the pump. There was no physical damage or moisture observed to the battery compartment and cap. The pump boots up normally and is able to prime successfully and no overheating duplicated. The current draws were taken using an external power supply; all current readings are within normal spec. The pump was opened and inspected, the power flex and pcb were inspected, no intermittent condition or moisture ingress were found to the unit. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter indicated that the pump felt hot to the touch. The reporter indicated that it was the first time noticing the issues. The reporter confirmed that the battery setting in the pump was correct and there was no noted corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.